Event description:
The customer reported that scope error code e315 was displayed. There was no patient involved as this occurred during reprocessing.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The device inspection and testing of the returned device could not confirm or reproduce the customer¿s reported issue. The evaluation observed a blurry image was present due to a damaged charge-coupled device unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage from the device from which electrical components of the subject device were broken - the device was further presumed to have been returned to the user in a state in which the components were insufficiently replaced. As a result, the error code was displayed at the user facility. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic system" olympus will continue to monitor field performance for this device.